Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had request of rewind. The customer¿s blood glucose level was 124 mg/dl. Insulin pump had rewind issue. The customer also stated that the customer was driving and was unable to provide the insulin pump serial. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Rewind anomaly not confirmed. (B)(4).